Manufacturer narrative:
Device history record reviews were completed on the reported lot v1k155. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We received 1 sample for investigation. The sample was already activated. The root cause was determined to be a torn pouch which resulted from an inadequate procedure. Issue will be monitored through routine complaint trend analysis. Actions taken are first, preventative maintenance is occurring at the proper frequency. Second, a warning label is being added to the label that specifies that ¿when activating, hold away from patient.¿ issue will be monitored through routine complaint trend analysis.

Event description:
Customer reported the hot pack ruptured soiling the clothing of the rn. There was no injury or adverse event. Report being filed for risk to staff member and patient.